Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient did not charge every day. Patient reported they charged every 3 days and think their leads are loose. Patient reports that the issue has not been resolved.

Manufacturer narrative:
Additional concomitant medical product references the main component of the system and other applicable components are: product ID: (B)(4), (B)(4), implanted: (B)(6) 2016 product type: lead; product ID: (B)(4), (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that the ins didn't seem to be working as much in the patient¿s upper half of patient¿s body as it was in the lower half. The patient reported that she might have twisted wrong and messed up a lead. The patient reported that she had a slip because the patient¿s right foot gave out on her. The patient reported that she landed on her butt and not the ins. The patient reported that she was not getting the sensation and after trying to increase stimulation the ins was still not doing what it should be. The patient reported that she tried to increase stimulation but that didn't help. The patient reported that the ins had only helped 50%. The patient reported that she was told the ins would only help 50%. The patient reported that she was always on pain medication but now she didn't have the pain medication. The patient reported that she was in so much pain and some days the patient couldn't function. The patient also reported that she was charging every other day. The patient reported that the ins should be lasting a week or so. No further complications were reported.